Event description:
It was reported that the pt has been told by the surgeon that the implant has been shorted out and that it was not inserted correctly. A CT scan showed that 2 electrodes are extra-cochlear. The clinic plans to revise the pt.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.